Manufacturer narrative:
D4: UDI. The device was returned and forwarded to aesculap research and development (tek park) for evaluation of distal tip separation. Visual inspection summary: jaw components were returned for evaluation. No lot number or additional information was provided to perform a complete investigation. Therefore, it is visually confirmed that the jaw did separate from the shaft of the device, but the root cause could not be definitively determined. Physical inspection was not conducted as the returned components confirmed the failure mode. Aesculap inc. Opened a corrective action/preventive action (CAPA) for further evaluation of the design transfer of this device.

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with a prestige grasper. During an unspecified laparoscopic procedure, the instrument "broke" within the patient. An x-ray was required to confirm removal of all pieces. There was a minimal surgical delay. Additional information was not provided.